Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. No product is available for investigation. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas patient handbook is also available. This document advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. This handbook also explains that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, promptly reconnect it to restart the pump. The pump cannot run without power. Section 5 contains information regarding all system alarms and the recommended actions associated with them. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18jun2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient was deceased at the scene. The patient was found on the floor while the patient's controller and batteries were found on the bed. The controller was alarming and the caregiver changed the batteries to the mobile power unit (mpu). The controller had a constant audible red broken heart alarm stating that the driveline was disconnected for 440 minutes. The controller was put in sleep mode. The device operated as expected and the cause of the death was not device related. The cause of death was unknown. The log file showed the pump operating as intended with routine power source changes on (B)(6) 2021. On (B)(6) 2021 the log contains a no external power and low battery hazard events while on the mpu. Mpu appeared to have briefly lost ac power causing the alarms. The controller did switch to backup battery power appropriately during this time. Ac power restored to mpu. On (B)(6) 2021 the pump operated as normal and the white and black cable were switched to battery power. There were then six low power advisories from the black controller cable recorded. The driveline was disconnected on (B)(6) 2021 at 10:11 am. The pump was off and then the controller was shut off. Related manufacturer report number of controller: 2916596-2021-04686. Related manufacturer report number of mpu: 2916596-2021-04687.